Manufacturer narrative:
The complaint was reviewed and analysis showed no trend for item/lot. X-rays were provided.

Event description:
Allegedly patient came back with avn. Revised due to instability from cystic changes around tibial component. Morphine allergy. High activity.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01395, 01396, 01398, 01399, 01400, 01401, 01402.